Manufacturer narrative:
(B)(4). Upon further review of the customer complaint, report number 3004753838-2016-26681 was reported in error as a duplicate. The information in this report has previously been reported on report number 3004753838-2016-03730.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.